Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "no complaint against the device". Later, healthcare professional reported left side capsular contracture baker grade unknown device remains implanted.

Event description:
Healthcare professional reported left side "no complaint against the device". Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, d9, e1, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event capsular contracture was received on august 25, 2025, with lot number 3091203. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation, creases and wear abrasion completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "no complaint against the device". Later healthcare professional reported capsular contracture "possibly on left" and didn't' have a baker grade for this side. This record is for the left side. Device has been explanted and replaced.